Event description:
Patient's mother reports several infections. She says her daughter is chemically sensitive and allergic to several antibiotics. Follow up with the ecp found that the patient is having acute allergic conjunctivitis and has been treated with maxitrol. This is being filed as allergic conjunctivitis.

Manufacturer narrative:
This is being filed as allergic conjunctivitis. Medwatch filed (B)(4). Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.